Event description:
Caller reported a malfunction on the pump, identified with a malfunction code 12. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.